Manufacturer narrative:
Pump was received with blank display, problem isolated to interface board. Unable to confirm battery depleted and unable to perform any tests due to blank display. Pump was received with broken battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 19 mmol/l at the time of the incident. The customer stated that the battery was depleted and the pump went off. The customer reported a crack in the battery compartment. The product was returned for analysis.